Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 542 mg/dl; cause was unknown. Customer administered a correction bolus and consumed water to address bg level. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.